Event description:
A nurse reported that during tunnel creation there was air leakage, which resulted in negative suction pressure lost in the patient¿s right eye during refractive surgery. There was no patient harm.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).